Event description:
The customer reported obtaining manually diluted human chorionic gonadotropin (access total bhcg 5th is assay) results that demonstrated a bias when compared with the automated access total bhcg 5th is assay results on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The potential existed for erroneous patient results to have been generated. No patient results were questioned by the customer. There was no change to or impact to patient treatment in conjunction with this event. Quality control (qc) was performing within the laboratory's established ranges prior to and after the event. The customer did not supply system check or calibration information. Service was requested by the customer and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse discovered that air was being introduced into the system by observing foam (bubbles) within the wash pump. As part of troubleshooting the fse cleaned the coupler on the wash pump motor and noted that the foam (bubbles) did not reappear. A system check and assay quality control (qc) were performed after completion of the repairs. All verification testing passed within published performance specifications. In conclusion, the wash pump motor is the cause of the event as it had the potential to lead to incomplete washing of unbound analytes in the sample reaction vessels (rvs). (B)(4).